Event description:
It was reported that stent damage occurred. A 5.0mmx19mmx150cm express sd stent was advanced but failed to cross the lesion. It was noted that the edge was caught on the bare part of the stent graft and the stent struts were deformed. The procedure was completed with a different device. No patient complications were reported.